Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The patient was also (B)(6) on another platform, (B)(6) for pcr but (B)(6) on two alternate platforms. There is no patient sample left to test and this was an isolated sample. The data suggests this maybe a case of a very old (B)(6) where the patient cleared the virus. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
A (B)(6) advia centaur xp hcv (ahcv) result was obtained for a patient sample. The patient sample was tested on an alternate method and immunoblot. The results were (B)(6). Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp hcv result.